Manufacturer narrative:
Device evaluation- one used device was returned for evaluation. The examination of the components showed the catheter was broken with stretching seen near the break site. The manufacturing facility performed a review of the manufacturing process. The review showed that assembly process was being performed as per procedures. The manufacturing facility also performed an in-process visual inspection of 32 catheter components that were in the assembly area: this inspection showed no issues with the catheters. The examination of the device could not establish when the damage to the device occurred (could not determine whether any catheter damage had been present during manufacturing). Report source: (B)(6).

Manufacturer narrative:
(B)(4).

Event description:
Information was received indicating that the catheter to a smiths medical portex® epidural minipack broke off in the patient. The patient was then moved to the intensive care unit (ICU). No adverse effects were reported.